Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was not reported. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.